Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the evaluation reproduced the reported errors. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "e101" and "e103" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the cooling fan has failed, and the internal temperature has risen, so that the spare lamp was switched on and e101 was displayed. Additionally, it was estimated that the lighting failed due to a failure of the lamp body or a temporary malfunction of the ignition. No further information could be obtained. Olympus will continue to monitor field performance for this device.